Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump received a safety alarm and during troubleshooting customer confirmed that the alarm did not occur while trying to change the insulin pump settings and during prime process. Customer also reported to have received a motor error alarm and troubleshooting was performed and completed. Customer declined failed battery test, battery out limit, and low battery alert troubleshooting, the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. Pump had no alarm, failed battery test alarm, low battery alarm, battery out limit alarm, bad battery alarm or off no power alarm noted. Pump received with corrupted history file alarm in the history file. Corrupted history file alarm due to corrupted history file. Pump received with minor scratched display window, cracked display window, cracked case at display window corners and cracked reservoir tube lip.